Event description:
It was reported the customer was hospitalized twice for diabetes ketoacidosis. Customer stated they were hospitalized on (B)(6) 2014 with a blood glucose of 309 mg/dl and on (B)(6) 2014 with a blood glucose of 289 mg/dl. During their hospitalization on (B)(6) 2014, the customer stated they were treated with an insulin drip and a glucose drip. Troubleshooting for the customer's insulin pump found several no delivery alarms in the alarm history. Customer requested a new insulin pump. No additional information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip. (B)(4).